Event description:
The user failed one sample on each of two linearity surveys for vancomycin. Sample 1 results were 5.0 and 4.9 ug/ml with a peer mean of 3.27 ug/ml. Sample 2 tested on (B) (6) 2009, gave results of 3.9 and 4.0 ug/ml with a peer mean of 3.13 ug/ml. The sample was repeated on (B) (6) 2010 with results of 4.6, 4.4 and 4.1 ug/ml. No patient results were affected and control results were always within range. The reagent lot number in use on (B) (6) 2009 was 60847301. The reagent lot number in use on (B) (6) 2009 was 61383801. The field service representative determined there was a misadjusted fp photometer. He adjusted and realigned it and verified the analyzer operation by observing proper operation and performing calibration, qc and precision testing.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.